Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:the device was returned and reported to have not cut properly during surgery. The complaint condition for the 352.085 lot number 28107 8.5mm medullary reamer head was likely caused by over two years of consistent use; however, this complaint is not likely a result of any design related deficiency. The device¿s cutting edges are dull to touch. It is likely that over two years of consistent use has dulled the reamer head leading to this complaint condition. The device was manufactured in 5/2013 and is over two years old. The balance of the returned device is in fairly good condition despite the dull cutting edges. It is likely that over two years of consistent use has dulled the reamer head leading to this complaint condition. This condition is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2015 to treat a right tibia fracture. During the procedure, an 8.5mm medullary reamer head would not cut. The surgeon attempted to push a little harder in order to achieve cutting. After this attempt, it was noted that a new stress fracture was present in the right tibia (iatrogenic fracture). The surgeon attributed this new fracture to either the added pressure placed on the reamer for cutting or the size of the nail in relation to the diameter of the patient's canal. Another cutter was available for use and the procedure was completed with no reports of surgical delay. The patient's postoperative status was reported as "fine." This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: part#352.085, lot# 28107, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 27.may.2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Lot number provided by reporter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.